Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Limited. Please describe the noise. Hissing and squeaking. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? No. Were you able to identify where the leak was coming from? Seal area. Was a device inserted in the trocar during the leaking? Yes. At times if so, what device? Harmonic,graspers, echelon.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were hissing and squeaking during the case and loosing pressure. They were inserting devices and removing them when the noise was occurring. The surgeons complained that the abdomen of the patient was not normal during the insufflation and they did not have the normal room to work in the patient as they would nave desired. They continued with very low pressure throughout the case and used the trocars. It was a nuisance to the surgeons. There was no patient consequence reported. There were two trocars used in the case. The devices were discarded.